Event description:
It was reported that during a ptca treatment procedure involving a calcified and 99% stenotic lesion in a slightly tortuous lad artery, the maverick2 monorail balloon lost pressure at 10 atm's on the initial inflation. The maverick2 monorail balloon may have come in contact with a previously placed stent in the ostium of a sidearm vessel proximal to the lesion being treated in this case. The pt was asymptomatic during this event. The sizes and types of introducer sheath, guidewire, guide catheter, and inflation device used in this case are unk, no pt injuries or procedural complications were reported. Pt status is reported as "good".